Event description:
Pharmacy has a product on the shelf without "active ingredients." Product name - "cura-heat ("air activated therapeutic heat packs) patented product of japan. This is on a shelf with products like icy hot patch, that all have active ingredients listed. Reporter has looked all over the outside and inside of packaging, as has the pharmacist and found no trace of a listing of ingredients. To best of their knowledge, this is against the law.